Event description:
The customer reported that the unit is powering up with a red x and there are charge/shock and pacer errors in the error log.

Manufacturer narrative:
Phillips has not yet received the device for evaluation, and this complaint is still under investigation.